Event description:
It was reported that the patient presented at the hospital after receiving inappropriate shocks. X-ray revealed leads were twisted around each other due to twiddler's syndrome. The tip of the lead broke off and remains in the patient. The lead was explanted and replaced.

Manufacturer narrative:
The reported fractured was confirmed. The pacing coil was fractured close to the welding points to the helix shaft due to twisting.

Manufacturer narrative:
Device evaluation anticipated but not yet begun.